Event description:
The customer reported that the pyxis medstation es system could not be recovered, even after a reboot. The customer also reported that drawer malfunctions happened while retrieving medication, although there was no harm to any patients. The customer confirmed that there was a delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the drawer was not recognized on the communication bus. A field service engineer resolved the issue by replacing the communication sled. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.